Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("foreign body in her abdomen which was an essure coiled wire"), caesarean section ("cesarean delivery") and pregnancy with contraceptive device ("unintended pregnancy") in a (B)(6) year-old female patient who had essure (batch no. 656518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, urinary tract infection, flank pain and haemorrhoids thrombosed. On (B)(6) -2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant), 5 years 1 month after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain lower ("extreme abdominal pain and cramping"), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea") and malaise ("malaise"). At the time of the report, the device dislocation, caesarean section, pregnancy with contraceptive device, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain lower, allergy to metals, caesarean section, device dislocation, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the essure coils were placed bilaterally with 2 to 8 coils visualized in each side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: no peritoneal spillage on either side. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received reporter information, lot number and medical history were added. Patient aka name and demographics was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure coils'), device dislocation ('foreign body in her abdomen which was an essure coiled wire/migration') and caesarean section ('cesarean delivery') in a 33-year-old female patient who had essure (batch no. 656518-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, urinary tract infection, flank pain and haemorrhoids thrombosed. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("extreme abdominal pain and cramping"), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea") and malaise ("malaise") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (surgical removal of coils / during delivery of baby essure coiled removed and removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, caesarean section, pregnancy with contraceptive device, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain lower, allergy to metals, caesarean section, device breakage, device dislocation, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the essure coils were placed bilaterally with 2 to 8 coils visualized in each side. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: pregnancy confirmed. Hysterosalpingogram - on (B)(6) 2014: results: no peritoneal spillage on either side. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received -new event- device breakage added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure coils'), device dislocation ('foreign body in her abdomen which was an essure coiled wire/migartion') and caesarean section ('cesarean delivery') in a 33-year-old female patient who had essure (batch no. 656518-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, urinary tract infection, flank pain and haemorrhoids thrombosed. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("extreme abdominal pain and cramping"), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea") and malaise ("malaise") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (surgical removal of coils / during delivery of baby essure coiled removed and removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, caesarean section, pregnancy with contraceptive device, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain lower, allergy to metals, caesarean section, device breakage, device dislocation, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the essure coils were placed bilaterally with 2 to 8 coils visualized in each side. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: pregnancy confirmed. Hysterosalpingogram - on (B)(6) 2014: results: no peritoneal spillage on either side. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of caesarean section ("cesarean delivery") and pregnancy with contraceptive device ("unintended pregnancy") in a 33-year-old female patient who had essure (batch no. 656518-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "foreign body in her abdomen which was an essure coiled wire" (seriousness criterion medically significant) on (B)(6) 2014 and device ineffective "device ineffective." The patient's medical history included multigravida, parity 3, urinary tract infection, flank pain and haemorrhoids thrombosed. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient underwent caesarean section (seriousness criterion medically significant), 5 years 1 month after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain lower ("extreme abdominal pain and cramping"), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea") and malaise ("malaise"). At the time of the report, the caesarean section, pregnancy with contraceptive device, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea and malaise outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain lower, allergy to metals, caesarean section, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, pregnancy with contraceptive device, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the essure coils were placed bilaterally with 2 to 8 coils visualized in each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6): results: no peritoneal spillage on either side. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.